Event description:
The customer reported that their device would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and observed massive amounts of internal water damage. Physio observed several corroded and shorted components due to the water damage. The likely cause of the reported failure was due to water damage; however physio was unable to conclusively determine a specific component cause. The device was returned to the customer, un-repaired.